Event description:
It was reported that during a laparoscopic appendectomy procedure, no staples deployed from the cartridge. They could see some staples in the proximal end. When the device was opened, it had transected the tissue but had not stapled. Per the surgeon, the tissue was thick, the firing felt different. It was too smooth; there was no feedback like staples were deployed. The procedure was converted to open and another device was used to complete the procedure. The device is being held by risk management.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.